Manufacturer narrative:
Correction g3: date received by MFR the correct date is 2/25/2021 and not 3/02/2021 as reported in the initial MDR. Additional information b5: additionally it was reported that all medications are stored in the fridge except hydromorphone which may be stored at room temperature. The medications are not always brought to room temperature prior to use. Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification during testing and the "nuisance upstream occlusion alarms" were not reproduced. The ultrasonic sensor calibration values were found within range. A review of the event history log did not identify any upstream occlusion messages on the event date that was provided but rather on days prior to and after the event date given. The reported condition was not verified however when the evaluator attempted to recalibrate the ultrasonic sensor it would not recalibrate and therefore the ultrasonic sensor was replaced to correct this condition. The spectrum operator's manual indicates to prevent alarms: do not administer extremely cold or hot solutions. Warm solutions to room temperature before use to help prevent upstream occlusion or air in line alarms caused by out-gassing of micro bubbles. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm in a confirmed covid room. It was stated that the tubing used for all medications is solution set, male luer lock adapter. The medications most often affected are: (1) norepinephrine 16 mg/250ml ns, (2) hydromorphone .4mg/ml 100ml ns, and (3) morphine 2mg/ml in 100 ml ns. The problem happened during delivery at the intensive care unit (ICU). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.